Event description:
Surgeon reported following a glaucoma filtration device implantation that the intraocular pressure (iop) had increased due to the shunt being clogged. The shunt was removed and a trabeculectomy was performed, the ip stabilized. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. No data regarding product identity was received. No lot or serial number were indicated for the event, therefore, the device history record (DHR) could not be reviewed. Add'l info has been requested. (B)(4).